Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent low blood glucose, including a confirmed value of 39 mg/dl, with episodes occurring during times when meals were not announced because the user did not eat; the user treated with oral glucose and sought guidance to prevent future events, and no specific device problem or component malfunction was identified due to insufficient information. Symptoms included hypoglycemia with shaking/tremors and hot flashes/flushes. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and no device problem or component-level issue could be established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.